Event description:
It was reported that 5 days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, the lesion being treated was a mid right coronary artery (rca) lesion. The pt was unstable, requiring IV dopamine, IV neosynephrine and albumin. The pt also received two integrilin boluses per protocol and was then started on an IV integrilin drip. Aspirin and 600 mg of plavix were also given to the pt. The physician successfully deployed a taxus express2 8.8% 2.5 mm x 24 mm stent in the mid rca. Five days later, the pt presented with angina to the e.r. Where pt subsequently had a vf/vt arrest. Pt was brought to the cath lab on IV dopamine, IV lidocaine, and IV reopro drips. Repeat angiography revealed a subacute thrombosis in the mid rca stent. The physician balloon angioplastied the thrombus with 3.0 mm x 20 mm crosssail balloon. The physician then deployed an express2 3.0 mm x 20 mm bare metal stent inside of the taxus stent successfully. Another express2 3.0 mm x 16 mm was deployed within the vessel, exact location is unknown. The final result was good and no further complications were reported. The pt was transferred to the ccu for close monitoring.